Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. Additional information was requested and the following was obtained: please clarify what is the specific issue with the device during this procedure? The suture broke during the procedure. Did the suture detach from the needle? No, it snapped a couple inches from the swage. Did the suture also break? Yes, the suture broke. Where did the suture break? A couple inches from the swage of the needle. Did the suture only break at the point that it is attached to the needle? Did the needle prematurely releases from the suture strand during use? Yes. Lot number? No provided.

Event description:
It was reported that a patient underwent a urological procedure in 2021 and suture was used. During the procedure, the suture snapped. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 04/09/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 component code: g07002 device not returned. Investigation summary: according to the information received, it was reported by the rep during a pediatric urological procedure the suture snapped during the procedure. Only an empty opened ophthalmic folder of product code j566g was returned to ethicon inc for evaluation. Needle or suture was not returned, based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The manufacturing records couldn't be reviewed as the batch number is unknown. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance corrected information: d3, g1.